Event description:
The customer contacted baxter's technical service center regarding therapy assistance, which occurred on the homechoice (hc) during use, during fill 1 of 5. The caregiver (cg) stated that in fill 1, their dog bit a hole in the patient line. The cg stated that she pressed stop right away and closed off the transfer and the patient line clamp. The cg needed assistance ending therapy. The baxter technical service representative (tsr) assisted the cg with ending therapy and advised she call the registered nurse (rn) as soon as possible and let her know. The cg understood the explanation and they ended the therapy and they would call the rn. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient's caregiver on (B)(6) 2012 and she said that she did make the nurse aware of the issue. She said the nurse put the patient on antibiotics as a precautionary measure. Since then, the patient has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). There was no allegation reported against baxter products by the customer; therefore, the sample was not requested for evaluation and a sample evaluation will not be conducted. The lot number was not provided, therefore no batch review could be performed. The reported condition was confirmed, based on the customer report. The cause was determined to be animal damage. A labeling review has been performed, finding that current labeling provides ample instructions related to the prevention of the use error in this complaint.